Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery is depleted. There was no reported patient involvement.

Manufacturer narrative:
This was further clarified by a philips representative that a dealer requested spare batteries for storage. The dealer was provided information by philips that the battery they requested is out of support and no longer available to order. Philips is considering this a spare battery order and no malfunction.